Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The event was added in error in the initial medwatch. The actual event description is the following: it was reported, during the screw insertion, the screw proceeded to go through the hole of the plate. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The measurable dimensions of the broken cortex screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The locking threads at the screw head are badly damaged due to mechanical mishandling during usage. The flanges are bent and the complete head is jammed. Because of this damage, the screw could be turned through the hole of the plate. No product fault could be identified. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The screw was broken post-op. This is 1 of 1 report for complaint (B)(4).